Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a damaged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated the pod was leaking. Upon removal of the pod from their arm, there was a small hole in the cannula. Treatment was resumed with a new pod.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. The investigation found that the exposed portion of the soft cannula had a tear which caused leakage. The fluid was observed to be exiting at the tear. It could not be determined when the tear occurred or if it contributed to the reported event.